Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter: I wanted to reach out to report an incident with an IV catheter. One of our IV nurses was advancing a catheter and the catheter failed. I¿ve attached a voicemail sent to me outlining the circumstances surrounding the failure. The nurse manager thinks this is potentially a one off but I wanted to get this information to bd so it can be recorded in the event there is a bigger issue at play. Additional information received on 24jul2025. 1. Can you please provide an exact date of event? I believe the issue occurred on (B)(6) please confirm yes this happened on (B)(6) 2025. 2. What was the impact to the patient? (B)(6)? We had to start another IV at a different site. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details (B)(6)? No.

Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. Your report that the needle perforated the catheter was confirmed and the cause appeared to be associated with use. One photograph was provided for investigation. The sample exhibited evidence of use, which indicates that the needle was withdrawn from the IV catheter and reinserted into the catheter after the vessel was accessed. The instructions for use (IFU) indicate to not reinsert the needle into the catheter during the insertion process as damage may occur. The cause of the reported threading difficulty could be associated with the observed needle through catheter damage; however, any additional catheter damage could not be determined from the photograph. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.